Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#: 3006705815-2018-00793. It was reported the patient was not receiving adequate pain relief from the scs system. It was stated the patient had effective coverage in the legs, but was without coverage in the back. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the leads were revised/repositioned. Reportedly, effective coverage resumed post-operative.